Event description:
Baxter (B)(4) received a complaint that one (1) half day infusor device leaked prior to patient use. It is unknown with what the device was filled. No report of patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the blue winged cap. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.